Event description:
The patient had a dual chamber ICD implnated 2.5 years ago in the setting of cardiac arrest, ischemic cardiomyopathy, and complete heart block. He had been doing well and has never received ICD therapy. Remote transmission yesterday revealed that his pacing impedance had changed. He now presents for ICD lead revision/possible extraction. The lead was abandoned and capped. Past medical history (pmh) includes cardiac arrest, complete heart block, rbbb (right bundle branch block), cad (coronary artery disease), hyperlipidemia, hypertension, congestive heart failure, cardiogenic shock, peripheral vascular disease, chronic renal insufficiency, carotid disease, asthma, gastro-esophageal reflux disease (gerd). No known adverse outcome.